Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin dripping or squirting from end of set before connecting at their site. Customer had using insulin pump system within 48 hours of reported low blood glucose even and auto mode was active. Customer treated with food. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.